Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a pocket revision in (B)(6) 2017 because their pocket was uncomfortable. The hcp reported a shooting, stabbing pain as well as pressure and a hot, burning, tingling sensation in the thoracic area. The caller was not sure if the symptoms were due to the pocket revision. No further complications were reported.